Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity and multiple sclerosis. On 22-dec-2015 it was reported that the patient had a history of als (amyotrophic lateral sclerosis), was eating, and had a choking episode on (B)(6) 2015. On (B)(6) 2015, the patient developed coughing, shortness of breath, and was hospitalized for rule out of aspiration pneumonia and chf (congestive heart failure). The patient had a pump refill scheduled for (B)(6) 2015 but missed it due to the hospitalization. The reporter was wondering how to get baclofen refill kits as the patient was still in the hospital. No interventions were reported. The details regarding the baclofen in the pump, the patient's other medications, and the actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.